Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2019-00156. It was reported the patient experienced ineffective stimulation. Reportedly, one of the leads migrated downward.. As a result, the patient's leads were explanted and replaced. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.